Event description:
Dissecting tip of vasoview 6 broke inside patient's left leg. Physician opened the leg and was able to find and remove pieces - all pieces retrieved. Vein harvest procedure changed from two small endoscopic incisions to one small endoscopic and one large open incision.the tip is plastic - it screws onto the endoscope to begin the process. The piece did break - the leg had to be "opened" to retrieve the pieces. The patient was noted to have small veins in the lower part of the left lower extremity. This was the vein being harvested when the tip of the endoscopic harvest device broke. Manufacturer response (as per reporter) for endoscopic vessel harvesting system, vasoview 6the manufacturing representative will be picking up the device today - no comment made yet.

Event description:
Dissecting tip of vasoview 6 broke inside patient's left leg. Physician opened the leg and was able to find and remove pieces - all pieces retrieved. Vein harvest procedure changed from two small endoscopic incisions to one small endoscopic and one large open incision.the tip is plastic - it screws onto the endoscope to begin the process. The piece did break - the leg had to be "opened" to retrieve the pieces. The patient was noted to have small veins in the lower part of the left lower extremity. This was the vein being harvested when the tip of the endoscopic harvest device broke. Manufacturer response (as per reporter) for endoscopic vessel harvesting system, vasoview 6the manufacturing representative will be picking up the device today - no comment made yet.